Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia / heavy bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection (other) describe: yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain ("lower right pelvic pain"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced groin pain ("pain in the groin area"). The patient was treated with antidepressants, fluconazole (diflucan), ibuprofen, oral contraceptive nos, paracetamol (tylenol) and surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, fungal infection, migraine, depression, dyspareunia, vaginal discharge and groin pain outcome was unknown. The reporter considered depression, dyspareunia, fungal infection, groin pain, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received. Product indication and implant date updated. Previously reported ¿injury¿ was updated to lower right pelvic pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (other) describe: yeast infection, migraines / headaches, depression, dyspareunia (painful sexual intercourse), vaginal discharge and pain in the groin area. Reporters, lab data, treatment, historical and concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.